Manufacturer narrative:
Customer claims all maintenance and hardware is up to date. A service request was neither generated nor initiated. Root cause is unknown to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a glucose (glu) result of 237 mg/dl generated by the unicel dxc 600 synchron chemistry analyzer for one ER patient. The result was reported out of the laboratory without verifying the result. This result did not match the previous runs on an alternate instrument of 407 and 403 mg/dl. Reruns on the same instrument yielded results of 370, 371, 368, 373, and 374 mg/dl, which was comparable to the runs on the alternate instrument. The customer amended the result to 360 mg/dl. Patient treatment is unknown with regard to this event.